Manufacturer narrative:
The device was not returned for evaluation. It was reported that the patient was found expired in his home environment. The cause of expiration was noted to be unknown. The hospital¿s vad coordinator reported that the cause of expiration was not device related. The pump was not explanted and an autopsy was not performed. A direct correlation between the device and the patient¿s outcome cannot be determined. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 3 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found expired at home. The cause of expiration was reported as unknown. The vad coordinator stated the cause of expiration was not device related. An autopsy was not performed. The pump is not available for evaluation.